Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lithium battery cr2032 was replaced and the system configuration was reset. The system was tested and found to be working as intended and returned to service replaced.